Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had the patient had multiple shocks for t-wave oversensing (twos) and was transferred to the hospital center. It was noted the patient had severe hyperthyroidism which can significantly change qrs morphology. The implantable cardioverter defibrillator (ICD) detections, therapies and alarm were turned off. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.